Event description:
It was reported that during posterior communicating artery aneurysm stent-assisted coil embolization procedure, as the subject stent passed through the microcatheter, it encountered resistance. Despite applying force, the physician was able to advance only the proximal marker point of the subject stent into the microcatheter but could not proceed further. Suspecting that the subject stent had already partially deployed or become detached near the proximal end of the microcatheter, the physician withdrew the stent delivery system. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed and noted to be intact. The stent delivery wire sdw was seen to be kinked/ bent. The introducer sheath distal tip was damaged. Functional inspection was unable to perform as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) events of 'stent difficult/unable to advance or pullback through catheter' and 'stent partial deployment' could not be replicated as the stent was returned in a deployed state. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'not tortuous'. It was reported that 'the stent was normally introduced into the introducer sheath and aligned with the hub of the microcatheter. However, as the stent passed through the sheath into the microcatheter, it encountered significant resistance. Despite applying force, the physician was able to advance only the proximal marker point of the stent into the microcatheter but could not proceed further. Suspecting that the stent had already partially deployed or become detached near the proximal end of the microcatheter, the physician withdrew the stent delivery system, and the stent then fell onto the surgical table'. It was further reported in the follow-up process that resistance was noted and the stent partially deployed while advancing the stent through the microcatheter. The stent was returned for analysis in a fully deployed condition. The stent was inspected and was undamaged. The stent delivery wire (sdw) was also returned and was noted to be kinked/bent at the proximal and distal ends of the wire. The introducer sheath was also returned for analysis, and the distal tip was noted to be crushed/deformed. Given the event description and the condition of the analyzed device sub-components, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up gfe responses. However, based on the evidence of the deformation/crush damage noted to the distal tip opening, it is likely that the sheath subsequently moved distally prior to stent advancement out of the sheath. This movement can occur if the rhv vent cap is not sufficiently tightened down on the introducer sheath. It is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would become damaged as it passed through the deformed distal tip opening of the sheath. The user will then experience resistance while attempting to continue to advance the stent. Continuing to advance or retract the stent can result in damage to the sdw. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to advance or pullback through catheter' and 'stent partial deployment' and as analyzed events of 'sdw kinked/bent' and 'stent introducer sheath distal tip damaged'. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during posterior communicating artery aneurysm stent-assisted coil embolization procedure, as the subject stent passed through the microcatheter, it encountered resistance. Despite applying force, the physician was able to advance only the proximal marker point of the subject stent into the microcatheter but could not proceed further. Suspecting that the subject stent had already partially deployed or become detached near the proximal end of the microcatheter, the physician withdrew the stent delivery system. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.